Event description:
Customer reportedly received results of 272 mg/dl and 139 mg/dl within 10 minutes on the advantage system. Six days prior she also received results of hi (greater than 600 mg/dl) and 123 mg/dl within 10 minutes on the advantage system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.